Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, there was an issue loading the device. The reload was not able to close so it was removed and replaced with another reload to complete the procedure. There was no patient involvement.